Event description:
It was reported that during a procedure, foreign material was found within the package. It was further reported that a backup unit was used.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The device history record and non conformance historical report data of the lot mentioned and associated to the subject part number were reviewed. There were no discrepancies observed that could contribute to the reported condition. Under microscope examination the material appears to be a wood splinter. Functionality was tested and all functions tests passed satisfactorily. The foreign material was returned inside a plastic bag. It was a conspicuous, readily observable splinter sized solid of a brownish color. Upon further observation under microscope it was determined to be a foreign material not pertaining to the device, most likely a wood splinter. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a procedure, foreign material was found within the package. It was further reported that a backup unit was used.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.